Event description:
Employee drew up some saline for a pt with a 3ml syringe with interlink vial access cannula and noticed that a piece of the blue access tip had broken off and was in the hub of the syringe.